Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: diasorin) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport medium generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1054770 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1054770, test base part number 190-430 / lot: 1054770. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1054770 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.